Event description:
It was reported that pt states that she received the recall notification from her surgeon. She states that she recently has begun experiencing mild twinges of pain in her right hip when she stands from sitting. She states that she currently has no other symptoms. The pt had x-rays taken in (B)(6) 2012 during her standard follow-up visit at which time her physician told her the x-rays were fine. She was not experiencing pain at the time. The pt is scheduled to see her surgeon on (B)(6) 2012 for further examination.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.